Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the sensor triggered the threshold suspend when the customer's sensor glucose was 63 mg/dl and blood glucose was 159 mg/dl. Customer unlinked the sensor and re-linkd it, customer's sensor glucose was 400 mg/dl and blood glucose was 200 mg/dl. After troubleshooting, customer was advised that the sensor will be replaced. Customer will not be returning the sensor for analysis.